Event description:
A tandem mobi cartridge alarm was reported during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer successfully resolved the issue by loading a new cartridge on her own, and insulin therapy was resumed. No additional action was necessary.